Manufacturer narrative:
Correction: h.6.

Event description:
A voluntary medwatch mw5119435 was received. The report stated that the catheter extension set with luer-lock tip fell off. The patient noticed a leak and as a result was hospitalized. Additional information was provided by follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on 05/jul/2023 after the cap on the luer-lock end of the catheter extension set fell off. The patient noted a leak after the cap fell off. The patient was not in active treatment at the time of the cap falling off. While at the clinic, the patient¿s extension set was exchanged for a new one. The extension set was discarded. The patient was administered antibiotics (drug, route, and dose not provided). On 07/jul/2023 the patient presented to the hospital with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture resulted positive for staphylococcus aureus. The patient was prescribed antibiotic therapy with vancomycin (route, dose, frequency, and duration unknown). The patient was discharged on 10/jul/2023.

Event description:
A voluntary medwatch (B)(4) was received. The report stated that the catheter extension set with luer-lock tip fell off. The patient noticed a leak and as a result was hospitalized. Additional information was provided by follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 after the cap on the luer-lock end of the catheter extension set fell off. The patient noted a leak after the cap fell off. The patient was not in active treatment at the time of the cap falling off. While at the clinic, the patient¿s extension set was exchanged for a new one. The extension set was discarded. The patient was administered antibiotics (drug, route, and dose not provided). On (B)(6) 2023 the patient presented to the hospital with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture resulted positive for staphylococcus aureus. The patient was prescribed antibiotic therapy with vancomycin (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A voluntary medwatch mw5119435 was received. The report stated that the catheter extension set with luer-lock tip fell off. The patient noticed a leak and as a result was hospitalized. Additional information was provided by follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023 after the cap on the luer-lock end of the catheter extension set fell off. The patient noted a leak after the cap fell off. The patient was not in active treatment at the time of the cap falling off. While at the clinic, the patient¿s extension set was exchanged for a new one. The extension set was discarded. The patient was administered antibiotics (drug, route, and dose not provided). On (B)(6) 2023 the patient presented to the hospital with complaints of abdominal pain. The patient was admitted with a diagnosis of peritonitis. A pd effluent culture resulted positive for staphylococcus aureus. The patient was prescribed antibiotic therapy with vancomycin (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Clinical review: there is a temporal and probable causal relationship between the patient¿s peritonitis with hospitalization and the cap on the luer-lock end of the stay safe® catheter extension set falling off. The culture result of staphylococcus aureus supports that there was most likely a touch contamination of the luer-lock end of the extension set after the cap fell off. Peritonitis is most often due to contamination with pathogenic skin bacteria, with staphylococcus epidermidis and staphylococcus aureus accounting for the majority of cases. (John m burkart, 2023) it is unknown if the patient did not secure the cap correctly or if there was a product defect that resulted in the cap falling off. The clinic disposed of the extension set when the patient came to the clinic and they replaced it for a new one. Therfore, no evaluation could be conducted by the manufacturer. Based on the available information, the stay¿safe® catheter extension set with luer-lock is most likely the cause of the patient¿s adverse event and cannot be excluded as the cause of the patient¿s peritonitis event with hospitalization. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.